Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that the event occurred because part of the tissue pad peeled off when the seal & cut output was activated with nothing gripped in the jaws (including after the tissue had been cut). The tissue pad detached because a load was applied to the peeled-off section. However, the definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: drawing number and revision number of instructions for use: rc2055 07 do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasonic surgical device had a tissue pad that fell off. The issue occurred during a therapeutic left kidney tumor removal procedure. The procedure was completed with a similar device. There was a slight 5 minute delay to the procedure for the nurses to replace, connect, and test the replacement equipment. There were no reports of patient harm.